Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
The sales rep. Reported by e-mail that a syndesmotic screw pulled through the plate. The head of these screws are too small. Image documentation was provided to proof the observation. Follow-up information received stated that the screw was left in place, because the surgeon did not want to weaken the bone. Despite the event the surgeon was satisfied with the result.